Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of values greater than 200 ohms. Technical services (ts) was consulted and provided reprogramming guidance. After reprogramming, a trend of low within range shock impedances were observed. Further evaluation was recommended. Subsequently, this rv lead was reported to be surgically abandoned, and a new lead was implanted. Other than the intervention no additional adverse patient effects were reported.